Manufacturer narrative:
There are no injuries attributed to the reported event. However, clinically relevant data loss occurred . This report was submitted may 23, 2017. Customer's address: (B)(6).

Event description:
A data loss in the syngo imaging application occurred for 62 out of 601 images in one series on (B)(6) 2017. No data mix-up occurred; no patient rescan was required. Due to changes on the power supply of the syngo imaging environment performed by the customer (B)(6) 2017, an improper shutdown of the storage term raid and the syngo imaging application occurred. This resulted in the affected images being created with 0 kb file size in the syngo imaging's short term storage prior to them being archived in the long term archive. The affected series were available in the syngo imaging viewer, however, only 539 images can be displayed and 62 images were corrupt. These corrupt images were found due to maintenance tasks on the system (B)(6) 2017. The reported incident occurred in (B)(6).